Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when using the bd posiflush¿ normal saline syringe to flush a patient's line, the plunger became unsealed and "shot" saline out of the end and onto the nurse's gloves. The following information was provided by the initial reporter: "went to flush a patient's line with two 10ml syringes of saline. Both syringes were defective. Both were curved and the labels wrinkles. Luckily there was no medication mixed in the syringes because when flushing the "plunger" became unsealed die to the defect and shot saline out the end onto the nurses gloves."

Manufacturer narrative:
H.6. Investigation: one photo was received for evaluation. It shows two syringes, one next to the other one. One has a wrinkled barrel label; both have the barrel bowed. Both have the rubber stopper down, and the plunger rod got separated from it. It could have happened that the syringe was not correctly placed in the fixture when sterilized. Then the fixture that situated on top may have caused the damage of the syringe barrel. Since the barrel got bowed when the barrel label was placed, it got wrinkled, and the barrel bowed may have induced the stopper for not fully assembled to the plunger rod. DHR was performed. There was no documentation for this type of defect during the entire production run of this batch. There is a high sensor where the syringes are loaded to the sterilization tray. It was challenged and passed.

Event description:
It was reported that when using the bd posiflush¿ normal saline syringe to flush a patient's line, the plunger became unsealed and "shot" saline out of the end and onto the nurse's gloves. The following information was provided by the initial reporter: "went to flush a patient's line with two 10ml syringes of saline. Both syringes were defective. Both were curved and the labels wrinkles. Luckily there was no medication mixed in the syringes because when flushing the "plunger" became unsealed die to the defect and shot saline out the end onto the nurses gloves."